Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an error message appear that stated "check energy cord" when attempting to use bipolar energy on the integrated electrosurgical unit (iesu) or erbe. The energy cable was reseated, the bipolar connection on the erbe was switched, and the energy cord was replaced, but the error message persisted. Monopolar energy functioned normally. The customer had to use a vessel sealer to continue with the procedure and requested an inspection of the erbe. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported problem, check energy cord message, was not able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using an in-house system and the unit energized and cauterized all ports and instruments without issue. The erbe will be sent to original equipment manufacturer (OEM) for further investigation. Failure analysis could not determine the root cause for this issue. There was no problem detected.